Event description:
It was reported that during a pta treatment procedure involving the internal iliac, balloon removal difficulties were encountered. The customer stated that, the physician inflated the balloon to 6atms for approximately 30 seconds. When he attempted to remove the balloon, it was stuck on the wire. He "removed everything out of the [the] patient" and separated the two devices. When he put the balloon back inside the patient, it would not inflate and blood entered the balloon. The physician removed this balloon and used a different ballon. It was reported that there were no injuries or complications for the patient. Patient status is reported as "okay."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 0009343069 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.